Event description:
It was reported that the event involved a male patient while in the cardiac cath lab during use. The doctor inserted the intra-aortic balloon (iab) through the sheath via right side of the patient with no issues. Immediately after insertion, the pump alarmed "gas leak." No blood was observed in the driveline. The rn stated that the driveline did not appear to be completely connected to the iab. The rn had to push and advance the tubing to complete the connection. The rn believes that this is what caused the gas leak. They immediately removed the iab. There was not another attempt to insert another iab because the doctor decided the patient did not need intra-aortic balloon pump (iabp) therapy. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The therapy was interrupted indefinitely. There were no pump strips generated and no x-rays performed. The patient outcome is the patient is still admitted. Additional information received on (B)(6) 2013 reported that the rn claimed that he pushed the tubing on further because it felt loose.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.